Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 5.0 device for mechanical circulatory support. While on support the pump was reported to have stopped after 22 days of support. The physician tried to restart with p2-p8 several times, but it did not restart. In addition, there was a blood clot attached to the catheter after removal. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The investigation into the pump stop/ thrombus issue has been completed. The impella 5.0 was returned for investigation. The data analysis of the logs showed an initial pump stop occurred on the 22nd day of support. The pump was able to be restarted. Upon restart, the motor current (mc) slowly ramps down to normal levels, indicating a possible mechanical obstruction of the motor. The pump was run for 4 more days, when a final high mc pump stop occurs. The pump was returned with a cut in the catheter by the tuohy. The catheter and mc lines were severed, but the purge and nitinol cables were not, and thus the pump could not be tested. The pump was purged and a leak occurred near the cut in the catheter, and no blood ingress was found. The red handle was opened, and no issues were found. The pump was torn down, and no clear evidence of bearing wear was found on the inner bearing or retaining ring. The root cause of the pump stop is most likely due to physical obstruction/thrombus of the impeller or motor, but this could not be confirmed as the pump could not be tested. This report is being filed as part of a retrospective review of historical records.